Manufacturer narrative:
Date of initial report: (B)(6) 2017. The incident sample has been requested but to date has not been received for evaluation. If the sample is received or if additional information pertinent to the incident is obtained, a follow-up report will be submitted.

Event description:
The customer reported that the console gave a false positive detection during device testing. There was no patient involvement.